Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to oversensing. Upon visual inspection following explant it was noted that blood was present in the header.